Manufacturer narrative:
An event of leaflet fracture during procedure was reported. The investigation found that the valve was returned with a fracture damage on the pivot guard. The dislodged leaflet was not returned. The cuff was able to rotate. No other anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the leaflet dislodgement could not be conclusively determined as there was no evidence of material defect in the carbon coating that may have caused or contributed to the fractured leaflet. The damage may have been caused by some external force applied to the valve which overstressed the carbon material. However, this cannot be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm sjm masters series mechanical heart valve was chosen for a procedure. After suture tying, the valve was broken from its hinge while doing last manipulation with holder for sitting the valve. The valve broken from its hinge was recovered from the patient. A new 29mm sjm masters series mechanical heart valve was chosen and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable and discharged.